Event description:
It was reported patient underwent total knee arthroplasty on an unknown date. Subsequently, patient underwent a revision on (B)(6) 2013 due to pain and disassociated locking bar. Metallosis was noted during the procedure. The bearing and locking bar were removed and replaced with biomet product.

Manufacturer narrative:
This follow-up report is being filed to relay product evaluation, which was unknown at the time of the initial medwatch. Examination of returned device found no evidence of product non-conformances. Evidence suggests the bearing was inserted into the tibial tray sideways. Inserting it sideways causes the locking bar to engage outside of the designed pocket of the bearing and results in stress conditions leading to fracture. In conclusion, the most probable cause for this complaint is the surgical technique was not followed properly while inserting the bearing into the tibial tray.

Event description:
It was reported patient underwent total knee arthroplasty on an unknown date. Subsequently, patient underwent a revision on (B)(6) 2013, due to pain and disassociated locking bar. The bearing and locking bar were removed and replaced with biomet product.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. The product identification necessary to review manufacturing history was not provided. Device availability - the device is reported to be available for evaluation; however, it has not been received by biomet orthopedics to date. In the event that the device is received and evaluated, a follow up report will be sent to the FDA to provide results. The following sections could not be completed with the limited information provided. Product identification and expiry date - unknown. Date implanted - unknown. Manufacture date ¿ unknown.

Manufacturer narrative:
Corrected: description of event.